Event description:
Review of the chest x-ray images did not reveal any gross fractures or discontinuities that might explain the high impedance. The connector pins inside the connector blocks (dual pin) appear to be completely inserted, thereby ruling out pin insertion to be the cause of high impedance. The patient was suspected to be a non-responder per the physician. However, the physician may decide to re-visit the therapy. There are no known immediate plans to address the high impedance.

Manufacturer narrative:
.

Event description:
It was reported that the patient's vns had been turned off because it didn't help at the time. The physician was thinking of turning it back on and discovered that the device showed high impedance. X-rays were taken to assess the lead. Additional relevant information has not been received to date.